Event description:
Discordant, falsely elevated sodium results were obtained on three patients on an advia 1800 instrument. It was unknown if the discordant results were released to the physician(s). The samples were repeated on the same instrument and the repeated results obtained were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer replaced the sodium electrode after obtaining discordant sodium results. The customer successfully ran qc and repeated the sodium patient samples. The cause for the discordant sodium results was due to a malfunction in the sodium electrode. The instrument is performing within specifications. No further evaluation of the device is required.